Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported leakage issue was duplicated. The issue was traced to the filter, which was determined to be losing its hydrophobic properties. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation the investigation confirmed the complaint.

Event description:
. It was reported that the device was leaking from the tubing filter. White, crystallized, dried 5fu powder was observed on both the filter and the infusion bag. The patient mentioned that the leak had been ongoing, but they hadn¿t realized it was coming from the chemotherapy pump. There was patient injury, but no patient harm was reported. Patient details were provided: the patient is 75-year-old female, with initials of pf.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.